Event description:
It was reported that the ilet user experienced a severe low blood glucose episode after announcing a usual meal but consuming less than planned, with an estimated 4¿5 units of insulin on board. The user¿s caregivers monitored the event and called paramedics. However, the user was recovered and in range when they arrived as they had self-treated with ice cream bars, candy, and juice. Due to meal announcements being reduced habitually to avoid lows, a trainer advised a full reset for the ilet to relearn typical meal sizes. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem related to announcing an incorrect size meal in relation to actual carbohydrate intake, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.